Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, b6, d6b, e1, h3, h6

Event description:
Patient reported "started to feel severe pain" and "minimum amount of peri-prosthetic fluid", later patient reported "liquid appeared in USA breast" confirmed via ultrasound and MRI. Patient later reported anxiety. Healthcare professional later reported "late seroma". Treatment: predsim and singulair. This record is for the left side. Device has been explanted. Device was discarded and will not be returned.

Manufacturer narrative:
Clarification to b5 description of event and h6 adverse event problem: patient and healthcare professional both reported "fluid"/"liquid". Upon review by abbvie medical safety, it has been determined that there is insufficient information available to fully assess the event. It is not captured by a code at this time. Un-reporting a0412 material rupture as it was not reported for this device. Clarification to e1 country: patient informs that they live in portugal, the onset of symptoms also occurred in portugal, and the prostheses were implanted and will be explanted in brazil. Reason for reoperation: "severe pain and discomfort."

Event description:
Patient reported "started to feel severe pain" and "minimum amount of peri-prosthetic fluid". Healthcare professional later reported "patient is experiencing severe pain and discomfort in breasts", "liquid", and "when the liquid appeared in us breast, oral medication was prescribed (predsim and singulair)". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of breast pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, rupture a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "minimum amount of peri-prosthetic fluid", confirmed via ultrasound and MRI. This record is for the left side. Device remains implanted.